Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they went to their dentist due to their mouth hurting for a while. Their dentist informed them that the aligners have been causing their teeth to carry bacteria which has caused them to have periodontal disease stage 2. Their teeth are also loose. When they called byte support, they told them it was normal so they left it alone. Come to find out it¿s periodontal and it¿s caused by these aligners.